Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance and stent dislodgement could not be determined; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during advancement/retraction of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. The stent delivery system was withdrawn, and a snare device was used to retrieve the dislodged stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the iliac artery. The 8.0x19mm otw omnilink elite stent delivery system (sds) was advanced however the during the attempt to cross the lesion the stent dislodged. The sds was withdrawn and a snare device was used to retrieve the dislodged stent. The procedure was completed using a same size device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.